Event description:
It was reported that the pump shut down unexpectedly. As a result, the customer experienced diabetic ketoacidosis but no additional details were provided. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.